Manufacturer narrative:
D4 and h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the server had not synced with admit discharge transfer. A technical support specialist (tss) resolved the active directory synchronization failure by isolating a malformed user in the newly added 'ed' group, removing that group from user domains, restarting admit discharge synchronized, and confirming successful, error free synchronization with the customer. The system functioned as intended after the technical support specialist troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ es server, the server had not synced with adt. There were no delay or adverse events or injuries reported based on this event.